Manufacturer narrative:
The device is available for evaluation but has not yet been received at the manufacturer. A follow-up report will be filed when the device is received and the investigation is complete.

Event description:
It was reported that the remb sagittal saw displayed an overheating message on the console and felt warm during a procedure. A back-up device was used to complete the procedure with no patient or user injuries, and there were no adverse consequences.